Event description:
It has been reported to philips that the system intermittently did not emit x-rays when the wired footswitch was pressed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned using the wired footswitch. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system intermittently did not emit x-rays when the wired footswitch was pressed. Analysis of system log file showed en_x active error when hand/footswitches were not pressed. To resolve the issue, customer replaced the wired footswitch on their own as per rse instruction and returned it to philips for further analysis. The analysis of wired footswitch confirmed that the malfunction was due to non-functional rh fluoro pedal and additionally loose brackets and missing all anti-slip rubbers were found. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the wired footswitch without any interruption. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.